Event description:
It was reported that approx. 81 months after the implantation of this lead, during a scheduled follow-up, oversensing was noted. The physician explanted the whole system. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The provided data, recorded between 17-feb-2018 and 14-sep-2018, showed no irregularities in the right ventricular sensing amplitude and impedance. In the available iegm recordings, artifacts were visible in both the atrial and right ventricular channel. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.